Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument misfired. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.